Event description:
Reporter alleged obtaining the results of 89 mg/dl, 168 mg/dl, 235 mg/dl, 183 mg/dl, 186 mg/dl, 179 mg/dl and 185 mg/dl within 10 minutes on one of two advantage systems. Reporter could not recall which results he obtained on which system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has one of the vials of strips, so no product from that system will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for one of the suspect devices used. Reference medwatch report with patient identifier (B) (4) for the other suspect device used.